Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was eroding through the skin. The physician explanted the ipg and a new ipg was implanted in a different location. Effective therapy was achieved post op.

Manufacturer narrative:
Explant date was corrected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the explant date was incorrectly reported. The explant date was actually (B)(6) 2017.